Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 420 mg/dl. The customer reported needing a new belt clip and thinks the high blood glucose is due to losing insulin due to the insulin pump moving around while sleeping. The customer had no symptoms. The customer did treat the high blood glucose level with a manual injection. The current blood glucose level was unknown. The customer did not troubleshoot the issue. The customer declined troubleshooting the high blood glucose states knows why is going high. The insulin pump will not be returned for analysis.